Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was in the emergency room at the time of the event. The pt's doctor has recommended that the pt end use. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 08/2012 - reuse. Electrode belt (B)(4), 02/2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the pt was at the emergency room (ER) at the time of the event. The response buttons were not pressed during the entire event. The pt's dr recommended that the pt end use.